Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
As reported: "patient dislocated and was revised. Cup was repositioned and converted to an mdm. No allegations against the implants. Original usage and revision usage attached. No further information is available." Spoke to rep. The head had dislocated from the liner. The elevated rim liner and femoral head were revised to a metal mdm liner, adm/ mdm poly insert, and femoral head with sleeve. The surgeon removed 2 screws from the in-situ acetabular shell, repositioned that same shell, reimplanted the original 2 screws, and added an additional screw. Rep confirmed that no further information will be released by the hospital or surgeon.

Event description:
As reported: "patient dislocated and was revised. Cup was repositioned and converted to an mdm. No allegations against the implants. Original usage and revision usage attached. No further information is available." Spoke to rep. The head had dislocated from the liner. The elevated rim liner and femoral head were revised to a metal mdm liner, adm/ mdm poly insert, and femoral head with sleeve. The surgeon removed 2 screws from the in-situ acetabular shell, repositioned that same shell, reimplanted the original 2 screws, and added an additional screw. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
An event regarding malposition involving a trident ii shell was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that during revision procedure, a shell was explanted and subsequently reimplanted into the same patient in a different position. The malposition event could not be confirmed. The repositioning and reimplantation of a previously implanted device is considered off label per the IFU packaged with the device at the time of manufacture: "discard all damaged or mishandled implants. Never reuse an implant, even though it may appear undamaged. It may have small defects and internal stress patterns which may lead to early failure of the device. [...] The implants are a single-use device and are provided in a sterile condition for use in an operating room by a licensed orthopaedic surgeon. [...] Single use devices cannot be explanted and subsequently reimplanted as the physical forces exerted by these actions may compromise the physical integrity, dimensions and/or surface finishes of the devices. Also, sterility cannot be assured for reused devices as cleaning and re-sterilization procedures have not been verified." Further information such as pre- and post-operative x-rays and the primary/revision operative reports are needed to complete the investigation for confirming the event and determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.